Event description:
The manufacturer received info alleging a ventilator failed to power on. There was no pt harm or injury reported. The device has yet to be evaluated by the manufacturer. At this time we are unable to confirm the alleged malfunction. A follow up report will be submitted when the manufacturer's investigation is complete.